Event description:
It was reported that post procedure, the patient was experiencing mid-chest pain. A chest x-ray revealed that the patient's right ventricular (rv) lead was dislodged. On (B)(6) 2021, the rv lead was repositioned. The patient was stable throughout procedure.